Manufacturer narrative:
Product complaint (B)(4). The manufacturing records couldn't be reviewed as the batch number is unknown. It was received for evaluation a dispensed needle-suture of product code sxpp1a405. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appears to be by use of a surgical instrument could be observed. The manufacturing records couldn't be reviewed as the batch number is unknown. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral strength = 2360 g/m.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the barbed suture was used. Upon evaluation, the fixation tab was broken at two sides and marks that appears to be by use of a surgical instrument.